Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that their insulin pump received a battery out limit alarm. The patient's blood glucose value at the time of incident is unknown. The customer states that they were using the recommended battery, and that the alarm was a repeat occurrence. Prior to the report, the customer was sent a new battery cap in case that was the issue, but the customer stated that the alarm persisted. No further details were given. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin passed the functional test, including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out of limit alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.